Event description:
Medtronic received additional information which stated that a aortic valve replacement (avr) was also performed during the same procedure for severe aortic stenosis (as) and aortic regurgitation (ar). A 21mm mosaic aortic valve was implanted during the procedure. It was indicated that the patient had severe left ventricle dysfunction and required extracorporeal membrane oxygenation (ECMO) and impella support post operatively. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b2 updated b5 updated b7 updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the patient had presented with a low left ventricle ejection fraction (ef) of 20% and acute decompensated heart failure primarily based on acute onset aortic valve regurgitation. It was reported that the reason for replacement of the mitral band was severe mitral valve regurgitation. It was reported that the mitral annuloplasty band was intact but there was severe mitral annular calcification. It was stated that the patient is doing well.

Event description:
Medtronic received information that 12 years and 4 months post implant of this 32mm mitral annuloplasty band, it was explanted and replaced with a 27mm bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.